Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the ball disassociating from the baseplate; the screw was intact but bent.